Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The microdelivery catheter, stabilizer catheter and stent were returned still assembled. Visual and microscopic inspection of the returned device found that the stabilizer catheter was kinked most likely caused by the handling of the device. There was also a kinked unknown guidewire loaded into the device and protruding from the distal end. The guidewire was noted to be stuck within the stabilizer catheter and was unable to be removed. There was blood noted on the guidewire and the delivery microcatheter. The system was flushed and an attempt was made to move the stabilizer catheter within the microdelivery catheter. There was a high volume of blood noted on the device and the stent was stuck to the stabilizer catheter due to the dried blood. The stent was immersed in saline and was released from the stabilizer catheter. The stent was able to be deployed out with high friction noted but was unable to open and required manipulation by the investigator to open fully due to the presence of blood. It is likely that some procedural factors encountered during the procedure limited the performance of the device contributed to the event. Therefore, an assignable cause of operational context has been assigned to the observed stent inability to open.

Event description:
Analysis of the returned device found that the stent was unable to open. There was no clinical consequence to the patient.